Event description:
Litigation papers allege the patient developed elevations of the levels of cobalt and chromium in her blood, pain, loosening and metallosis due to the implanted depuy asr hip device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint - litigation papers allege the patient developed elevations of the levels of cobalt and chromium in her blood, pain, loosening and metallosis due to the implanted depuy asr hip device. Update rec'd 11/4/2014- ppd received. Part/lot information provided. Stem and sleeve are being added for elevated metal ion levels. This complaint was updated on 12/3/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/06/2017 pfs and medical records received. Alleges cobalt and chromium ion levels are too high, blood burning, pain, and insomnia. Noted most recent metal ion lab results--chromium, plasma 4.3 ug/ml and cobalt, plasma 12.3 ug/ml. No revision date identified.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.